Event description:
It was reported that pump battery was discharging too quickly. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or product replacement were reported, and no additional information was received regarding the outcome of the event.